Event description:
Reporter indicated that vns pt requested explant of device due to severe dysphonia and lack of efficacy. It was reported that the pt had never had efficacy with the vns therapy and that multiple different programmed settings were attempted to obtain efficacy. The pt does feel stimulation, indicating propor device function. Neurologist believes that the pt's symptoms are related to stimulation and has referred pt to neurosurgeon for consult regarding device removal. The pt's device has been programmed to off as the pt considers whether or not to have device explanted. The pt has not been diagnosed with vocal cord paralysis to date.

Event description:
Further follow-up revealed that the patient's voice is better and that the patient has experienced very few seizures since the device was programmed to off. The patient's caregiver also reported that when the device was programmed to on, the patient only experienced hoarseness with stimulation.

Event description:
Further information was received indicating that the patient's generator was explanted. X-rays were received and confirmed that the patients generator was explanted. No other relevant information has been received to date.